Event description:
A patient reported while using the day aligners that when they bite down, their front teeth come in contact. The patient stated it makes it difficult to chew food as they are unable to bite down fully with their molars.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.